Event description:
Revision surgery - there was a surgeon error that caused the poly to not lock in correctly. The surgeon performed a revision surgery and did a poly swap to correct this.

Manufacturer narrative:
The reason for this complaint was non-assembly of the poly insert to the base plate. The outcomes attributed to this event were hospitalization - initial or prolonged. The healthcare professional indicated a significant adverse event. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. A review of the device history record showed no non-conforming material reports associated with this product. A review of the product complaint report shows this is the (B)(4) complaint for this part number. The root cause was most likely due to surgeon error. There are no indications of a product or process issue affecting implant safety or effectiveness.